Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the device has wire broken near to the distal section and the distal tip was not returned, 317cm from the proximal section. The overall length couldn't be measured as the wire was broken. The outer diameter of distal tip couldn't be measured since the distal tip was not returned. All other od of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01804 it was reported that a guidewire fracture occurred. The patient had been transferred from another facility for intervention. The patient¿s whole coronary system was noted to be calcified with an unspecified number of target lesions. A 330cm rotawire¿ was advanced through the left main (lm) artery to the distal lcx. A 1.25mm rotablator burr was loaded on the rotawire. The physician performed rotational atherectomy in the lm and proximal lcx with two separate passes at 30secs each. The lcx was off the lm at a highly acute angle. The physician attempted to advance the burr from the lm to the distal lcx; however, before making the turn from the lm to the lcx, the rotawire broke at the ostial lcx. Part of the rotawire that was out hanging in the lm was touching the superior border of the lm. The physician pulled the rotawire and the burr out of the patient. The physician tried many different methods to attempt to snare the remaining wire fragment; however, the attempts failed. The patient was then sent for surgery for triple vessel bypass grafting; however, only one vessel could be grafted due to the highly calcified artery. The physician then attempted to remove the wire fragment from the distal lcx and found that the fragment was broken into two pieces with one section in the most distal end and one in the body of the lcx. Two incisions were required to remove the fragments. No further patient complications were reported. The patient is currently still on the ventilator.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as: 2134265-2016-01804. It was reported that a guidewire fracture occurred. The patient had been transferred from another facility for intervention. The patient's whole coronary system was noted to be calcified with an unspecified number of target lesions. A 330cm rotawire¿ was advanced through the left main (lm) artery to the distal lcx. A 1.25mm rotablator burr was loaded on the rotawire. The physician performed rotational atherectomy in the lm and proximal lcx with two separate passes at 30secs each. The lcx was off the lm at a highly acute angle. The physician attempted to advance the burr from the lm to the distal lcx; however, before making the turn from the lm to the lcx, the rotawire broke at the ostial lcx. Part of the rotawire that was out hanging in the lm was touching the superior border of the lm. The physician pulled the rotawire and the burr out of the patient. The physician tried many different methods to attempt to snare the remaining wire fragment; however, the attempts failed. The patient was then sent for surgery for triple vessel bypass grafting; however, only one vessel could be grafted due to the highly calcified artery. The physician then attempted to remove the wire fragment from the distal lcx and found that the fragment was broken into two pieces with one section in the most distal end and one in the body of the lcx. Two incisions were required to remove the fragments. No further patient complications were reported. The patient is currently still on the ventilator.